Manufacturer narrative:
(B)(4).

Event description:
Two weeks after implantable neurostimulator implant, the pt was seen in clinic. The pt had developed redness and pain over the implantable neurostimulator site. The pt was treated with oral clindamycin. The pt recovered without sequela.